Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 28 months ago. The iliac arteries are tortuous. It was reported that approximately seven weeks ago a CT scan was done and showed a fractured bare springs. The bifurcated stent graft had migrated and it was 40 mm from lowest renal artery to top of the stent graft with a proximal type I endoleak present. The cause of the migration was due to disease progression. Six weeks later the patient was treated by placement of 7 aptus anchors in the talent stent graft and the aortic neck followed by implant of a 40x40x46 talent captivia stent graft which was extended from the lowest renal artery to the proximal portion of the existing stent graft with about 2.5cm overlap. The stent graft was post dilated with a reliant balloon and 4 aptus anchors were then placed in the talent captivia stent graft. An endurant 20x20x82 iliac stent graft was implanted in the left common iliac artery and an endurant 16x16x93 in the right common iliac to treat a kink in the talent stent graft. The stent grafts were post dilated with a 16x40 pta balloon on the left and a 16x60 on the right. The stent graft migraton and endoleak were successfully resolved. No additional clinical sequelae were reported and the patient is fine. Review of post-implant show that the bare spring is fractured in 2 locations (proximal and distal apex); the broken bare spring strut is located near the intact section of the bare spring. The ipsilateral limb is acutely angulated to approximately 90 degrees at its origin; then courses straight into the left iliac. The contralateral limb crosses over the ipsilateral limb at the distal sac before going into the right iliac artery. No endoleak is seen. The proximal neck is angulated to 75deg (a-p), and the aaa diameter measures 5.5-6.0cm. The stent graft is currently 3 - 4 cm below the renals. The cause of the events could not be determined.

Event description:
Additional information was received as follows: it was reported the patient was treated approximately one month ago. Seven aptus anchors was placed in the aortic neck of the talent stent graft followed by implant a of a talent captivia 40x40x46 stent graft which was extended from the lowest renal artery into proximal portion of the existing stent graft with about 2.5cm overlap. The physician post dilated with a reliant balloon and then placed 4 aptus anchors in the talent captivia stent graft. The physician also used endurant ii 20x20x82 in the left common iliac and endurant ii 16x16x93 in the right common iliac to treat a kink in the existing talent graft. The physician post dilated with a 16x40 pta ballon on the left and 16x60 in the right. There was adequate flow and no evidence of an endoleak.

Manufacturer narrative:
(B)(4). Evaluation, method: (film). Results: inherent risk of procedure (stent graft migration, endoleak, stent fracture); patient's condition affected effectiveness of device (disease progression, aortic neck dilatation and angulation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression, aortic neck dilatation and angulation).